Manufacturer narrative:
Additional information: g3, h6(device codes), h6(patient codes - removed) information was received indicating that the involved product is not a medtronic device. No further reports will be sent for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of the study, the patient, a 9-year-old girl, was diagnosed with end-stage renal disease (esrd) due to renal hypodysplasia and was experiencing uremic symptoms. The serum creatinine level was elevated (6 milligrams per deciliter), and the patient had poor weight gain (18 kilograms) and short stature (113 centimeters). The glomerular filtration rate (gfr) continued to decline, and uremic symptoms worsened, which necessitated hemodialysis for the first time. A right internal jugular catheter was placed to provide vascular access for hemodialysis. Within a few hours after the procedure, the patient experienced a severe headache and light sensitivity (photophobia). Blood pressure was recorded at 140/90 mmhg during the headache episode. Despite successful control of hypertension, the headaches persisted. Anisocoria (unequal pupil size) and ptosis (drooping eyelid) were observed, and the patient's condition began to worsen. Recurrent bleeding was observed at the insertion site, along with episodes of epistaxis, hematemesis, and bleeding from the intravenous line. The patient was managed with pressure dressing, vitamin k, tranexamic acid, and fresh frozen plasma to control the bleeding. Platelet dysfunction secondary to uremic state was considered due to the patient's chronic kidney disease. Platelet transfusion was initiated, resulting in successful control of bleeding. Two days after the insertion, a large hematoma was observed on the right side of the neck. A computed tomography (or CT scan) scan revealed no cerebral hemorrhage; however, it did show significant inflammatory changes and a probable hematoma at the base of the neck on the right side, extending into the pharyngeal space. Magnetic resonance imaging (MRI) also confirmed the hematoma. Hematological assessments, including complete blood count (cbc), prothrombin time (pt), partial thromboplastin time (ptt), bleeding time, clotting time, factor viii assay, fibrinogen levels, platelet function assay, fibrin degradation products (fdp), d-dimer levels, von willebrand factor antigen (vwf ag), and ristocetin cofactor test, all returned within normal limits. The diagnosis was horner syndrome due to ptosis, miosis in the right eye, and the observed large neck hematoma. Over the next six months, the patient's horner syndrome improved significantly with supportive care, which included further management of bleeding and monitoring. The headaches and photophobia significantly decreased after the reduction in cervical hematoma. Horner syndrome showed significant improvement within six months. In this case, hematoma formation was the etiology of horner syndrome. The hematoma formation was not associated with carotid artery puncture but could be linked to bleeding tendencies observed in esrd patients, potentially because of soft tissue damage or venous wall injury. This case highlighted horner syndrome as a rare complication of placement in a pediatric esrd patient, likely resulting from hematoma formation.

Manufacturer narrative:
Masoumeh mohkam, md;shiva fatollahierad, md; farzad ahmadabadi, md; mitra khalili, md; horner syndrome following permcath insertion in a child with end-stage renal disease: a case report iran j child neurol. Spring 2025 vol. 19 no. 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.